Event description:
It was reported by service report that the hydraulic sub-assembly is leaking. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Hydraulic sub-assembly.